Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® cpt® nc: 1.0ml ficoll¿: 2.0ml, an unspecified number of samples exhibited poor barrier separation. There was no health impact or consequences reported.

Event description:
It was reported that while using bd vacutainer® cpt® nc: 1.0ml ficoll¿: 2.0ml, an unspecified number of samples exhibited poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-sep-2025. Investigation summary: bd received three samples and two photos for investigation. The samples were visually inspected with no issues identified. The evaluation of the photos showed the presence of poor barrier separation. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.